Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review procedural images were returned for analysis. Due to the poor quality of the returned cine images it was not possible to see the adv ancement/retraction of the complaint device. Photo evaluation summary: photo 1: image shows a cloth with blood on it. Black particulate can be seen on the cloth. It is not clear from the image to determine what the black particulate is. Device evaluation summary: particulate was found in the y-connector and on the blood-soaked swab returned. From viewing the nc euphora device under the microscope, at the proximal end of the device, the tubing appeared coarse and some coating appeared to be missing. Small quantities of particulate were visible on the swab returned. It was found that there was a correlation between the particulates and the control tubing sent for testing. It was also found that the morphology of the particulates were swarf-like and curled up. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one nc euphora rx ptca balloon catheter to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that during the procedure a black material was found in the non-medtronic y connector. It was suggested that it was part of the balloon coating. The black material was noted prior to stenting. The procedure was stopped. Other devices that were passed through the y connector prior to discovery of the black material include a non-medtronic guide wire. No patient injury was reported.